Event description:
Customer's son reported via phone call that customer was not able to get reservoir out of insulin pump. Customer received replacement insulin pump and wanted to return it. It was reported that customer was in a nursing home due to a mini stroke and was treated with insulin IV drip. Caller was advised to consult with customer, healthcare professional and medtronic before returning insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.